Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheters had been leaking for the past several nights, and the system only collected some of the urine. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via email from liberator on (B)(6) 2022, the patient¿s daughter reported the patient was fecal incontinent and had developed a urinary tract infection (uti). They additionally reported that the patient was now deceased. Per clinical follow up via phone on (B)(6) 2022, the patient¿s daughter confirmed the patient experienced leaks while using the device, and troubleshooting did not resolve the issue. It was also stated the patient was fecal incontinent, and the wicks had to be changed frequently because they would get covered in stool. After being diagnosed with a uti and treated with antibiotics, the patient stopped using the purewick device. The (B)(6) patient was in hospice care, and she passed away on (B)(6) 2022 due to congestive heart failure (chf). The patient¿s death was unrelated to the purewick device.

Event description:
It was reported that the purewick female external catheters had been leaking for the past several nights, and the system only collected some of the urine. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via email from liberator on (B)(6) 2022, the patient¿s daughter reported the patient was fecal incontinent and had developed a urinary tract infection (uti). They additionally reported that the patient was now deceased. Per clinical follow up via phone on (B)(6) 2022, the patient¿s daughter confirmed the patient experienced leaks while using the device, and troubleshooting did not resolve the issue. It was also stated the patient was fecal incontinent, and the wicks had to be changed frequently because they would get covered in stool. After being diagnosed with a uti and treated with antibiotics, the patient stopped using the purewick device. The 99-year-old patient was in hospice care, and she passed away on (B)(6) 2022 due to congestive heart failure (chf). The patient¿s death was unrelated to the purewick device.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned. A potential root cause for this failure could be "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use. ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place. Discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." Corrections: f,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.